Manufacturer narrative:
(B)(4). System directions for use (dfu) contraindications indicate lamellar resection for the creation of a corneal flap is contraindicated in the presence of corneal lesions. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient had bilateral lasik surgery and right eye flap was created without complication. When creating flap on the left eye, vertical gas breakthrough (vgb) was observed. Company representative (abbott medical optics) noted to surgeon that if lifted a button hole (in the flap) could be made. Surgeon decided to proceed and lift. The patient was moved to the alcon excimer laser system. It was noted the right eye had some loose epithelium but excimer was performed and a bandage contact lens (bcl) was placed. During the lift of the left flap it tore at the vgb point. Surgeon continued with flap lift and excimer was successfully performed. A bcl was placed. After the procedure the surgeon noticed there was a corneal scar on the left eye and that the patient presented with an underlying medical condition that would lead to loose epithelium.it was reported that the patient was seen on september 1, 2017 at the surgeon''s office and best corrected visual acuity (bcva) for right eye 20/20 and 20/25 for the left eye.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.